Event description:
It was reported that the retaining spring of an aviator assy three level plate broke and two aviator variable self drilling screws backed out post-operatively. Revision surgery has occurred and the two screws have been removed. The plate remains implanted. This report will capture the second of two screws.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. The hardware was implanted for approximately a year. Per the surgical technique, aviator devices are indicated for treatment of fracture or stabilization of a surgical site during the normal bone consolidation process. Patients involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) may be at increased risk for failure of the fusion and/or the device. Surgeons must instruct patients in detail about the limitations of the implants, including, but not limited to, the impact of excessive loading through patient weight or activity, and be taught to govern their activities accordingly. The procedure will not restore function to the level expected with a normal, healthy spine, and surgeons should counsel patient to not have unrealistic functional expectations. Since devices were not returned for evaluation and no x-rays were provided the root cause of the reported event cannot be determined.

Manufacturer narrative:
Device has been explanted but will not be returned.

Event description:
It was reported that the retaining spring of an aviator assy three level plate broke and two aviator variable self drilling screws backed out post-operatively. Revision surgery has occurred and the two screws have been removed. The plate remains implanted. This report will capture the second of two screws.